Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. For the report of no ECG signal, the issue could not be replicated or confirmed. Review of the event log found no ECG signal was displayed for approximately two minutes because a valid patient impedance was not detected, with multiple "attach pads" messages recorded before normal ECG signal resumed once proper impedance was established. The device passed all functional and ECG performance testing, including testing with the event mfc and adapter. The event pads were not returned for evaluation. There was no fault found with the device. For the report of shock advised for a non-shockable rhythm, the issue could not be confirmed. The device advised and delivered a shock based on the overall ECG analysis. Evaluation confirmed that the shock recommendation was generated in accordance with the device's designed analysis criteria, which consider waveform characteristics across the entire analysis period. No abnormalities were identified with the defibrillation function, and the device meets specifications. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a 74-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated they changed from CPR stat-padz to uni-padz and were still unable to view the ECG signal. Paramedics then disconnected the uni-padz and reconnected and were then able to view the ECG signal. Complainant then indicated the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the patient subsequently expired.